Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the helix was disengaged from the helical channel. The inner tubing was kinked/buckled.

Event description:
It was reported that the helix of the lead would not extend during an implant attempt. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.